Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter would not flush and the connection to the irrigation port was loose. The catheter was replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone is (B)(6); reported here as phone number exceeded character limit for designated field.

Manufacturer narrative:
E1: initial reporter phone is (B)(6); reported here as phone number exceeded character limit for designated field. Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. Functional testing was performed, and the original guidewire returned with the catheter was able to be advanced and withdrawn through the catheter with no issue.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported that the catheter would not flush and the connection to the irrigation port was loose. The catheter was replaced with a new one. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.